Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the deflectable videoscope experienced scope communication errors codes b30, e216 and e226. The issue occurred during preparation for use in an unspecified procedure. There were no reports of delay. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added: h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed that the error message e216/e226/b30 were reproduced. We disassembled the actual device, confirmed that image sensor cable was squeezed a little and the abnormal image reproduced by bending the squeezed area. We presume from above that the image sensor cable, internal element, was moved at angulation or the like which led to breakage or short circuit at squeezed area of the cable. Subsequently, abnormal image occurred. We presume the following factors to cause of squeezed image sensor cable. Excessive stress such as twisting and bending were applied to universal cord and video cable which caused excessive stress to image sensor cable. However, we could not specify from the actual device. A definitive root cause could not be determined. We confirmed that inspection methods for the suggested event was in IFU operation manual chapter 3 preparation and inspection 3.8 inspection of the endoscopic system. Olympus will continue to monitor field performance for this device.